Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. No additional detail was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 - device evaluation:the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: on investigation, the alleged no power issue was verified in the black box but not duplicated in the evaluation. Review of black box data found multiple pump reboot events. No damages or evidence of moisture intrusion was found with the battery compartment. The contact height measurements of the battery cap were found out of specifications. The battery cap was able to maintain electrical contact and allow the pump to power up properly. All the buttons were responsive to presses. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any power interruptions. Pump casing was opened and no evidence of moisture intrusion or intermittent connections was found inside the pump. Unrelated to the complaint, the display was found to be dim and discolored. (B)(4)